Event description:
On (B)(6) 2014 the patient contacted animas alleging that for the past three days, she had been experiencing elevated blood glucose (bg) up to 523 mg/dl with nausea. The patient denied experiencing shortness of breath or vomiting, and did not check for ketones. The patient stated that her doctor told her not to go to the emergency room unless she was vomiting. The patient stated that she had been on manual injections since the previous evening, and her bg had returned to normal range. The patient reportedly changed the infusion set twice since the onset of elevated bgs and had changed out the insulin and the cartridge on (B)(6) 2014. The patient denied any site issues, but admitted to rotating sites on her hips only. The patient noted that one cannula was kinked when the set was removed, but the other two cannulas were straight when the sets were changed. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories were correct. The patient admitted to changing the site and cartridge every six days and refilling the cartridge after three days. The patient also noted that she had a sinus infection that started the previous week and was using an antibiotic. Cts advised the patient that troubleshooting indicated the pump was functioning appropriately as programmed. The patient stated she would change the site and cartridge and would try using a new insertion site. The patient was also advised to contact her healthcare provider for additional assistance with bg elevations. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy, with use error identified as a cause or contributor, as the patient was reportedly not rotating sites properly and was not changing the cartridge and site per the instructions for use.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: a review of the pump histories indicated that the last bolus and basal deliveries occurred on 04/26/2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery issues were found on troubleshooting. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.